Event description:
The customer reported to beckman coulter (bec) that their unicel dxc 600i instrument was leaking from the blade wash of the cap piercer. The customer stated the blade wash was not being aspirated. The leak was contained within the instrument. The customer was wearing gloves and a laboratory coat. No one was exposed or injured as a result of the leak. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse noted the cap piercer was leaving fluid on top of the sample tube caps after being pierced. The fse restored the instrument to specifications by cleaning the drain line, replacing the vacuum solenoid valve and changing a broken cap piercer blade. The fse verified the repairs. The failure mode is unknown; multiple parts were replaced and maintenance was performed. (B)(4).